Event description:
This patient was admitted for intervention of a b2 type lesion in the distal rca. A 6fr fr4 was used to access the vessel. The lesion was predilated with a 2.5x12mm maverick balloon (twice). A 3.5x13mm cypher stent was positioned within the lesion. The physician attempted to deploy the stent; however, it would not expand. The pressure of the indeflator increased to 11atms and the balloon inflated at both ends, but the stent did not expand at all. The physician attempted to deploy the stent twice to 11 atms with no success. Upon deciding to withdraw the cypher sds/stent from the patient, the physician was unable to get the device back through the guider, so he removed the sds and the guide catheter as a unit. The procedure was completed with the placement of a taxus stent. There was no reported patient injury.

Manufacturer narrative:
Please see the following final aspects of the file: in summary, during attempts to implant a cypher stent into an unidentified patient's distal right coronary artery, the physician reported that the stent was not expanding with balloon inflation pressures of 11atms. Per the instructions for use (IFU), this is nominal inflation pressure and it is unclear why additional pressure was not applied. In addition, this was a type b2 lesion and the safety and effectiveness of the cypher stent has not been established in this type of lesion. The sds and guide catheter were removed as a single unit per the IFU instructions and there was no injury to the patient. Inspection of the returned product did not confirm the reported expansion difficulty. Functional testing revealed normal balloon inflation at 16atms and with normal stent expansion. Based on the available information, there is no evidence to suggest that this is a manufacturing related event. In conclusion, procedural and vessel factors may have contributed to the experience as reported. Evaluation summary: upon inspection of the returned product, the customer's complaint of failure to deploy stent was not confirmed. The clinically exposed sds was received inserted through an unknown 6 french guiding catheter with a .014" guidewire inserted through the guidewire lumen. The blood stained stent inserted over the balloon was positioned at the tip of the guiding catheter. The balloon was inflated on both ends. Functional testing revealed a normal balloon expansion at 16atm using an indeflator filled with water. The device lot history was reviewed and the lot met all quality requirements for product acceptance. The exact cause for the reported complaint could not conclusively be determined from the specimen evaluation and available documentation.